Manufacturer narrative:
Device passed the displacement and self test. No loose drive support cap anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose was 40 mg/dl at the time of the incident and was treated with food. The customer reported that the drive support cap was flushed. The customer was experiencing low blood glucose for (B)(6) 2019. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer does not allege that the insulin pump was over delivering. The customer reported that the insulin pump was not worn during a medical procedure and test around an MRI. The insulin pump will be returned for analysis.